Event description:
It was reported that the patient with this right atrial (ra) lead experienced infection. Subsequently, the patient underwent a revision procedure and this ra lead was explanted. No additional adverse patient effects were reported.